Event description:
Consumer called to report accuracy concerns with her mother's meter. Mother is undergoing chemotherapy and has ben having high sugar levels. Paramedics were called for assistance.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.